Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with the battery door missing and ac adaptor port broken out. The customer's reported problem regarding lec 1814 code was able to be duplicated. Power up of the pump displayed lec 1814. Simulated use was able to download event log and read out the pump log. The event log verifies that an event occurred (one 1814 alarm recorded). Pump was opened and inspected. The inspection found the rear housing broken at the ac adaptor port. The motor current was verified and found to be slightly high but within manufacturing specification. The error code was cleared, and pump was run for a length of time. Error code did not reoccur during the test. The motor will be replaced as a preventive measure due to the recorded error and elevated current draw measured. 1814 error is motor_feedback_active5. It's recommended to replace the motor to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error 1814. There was no patient involvement.